Event description:
The user facility reports incident that occurred at termination of treatment. When staff started to perform rinseback, blood was noticed backing up into the saline bag and subsequently two sections of tubing separated from the priming set y connector. Due to potential for contamination the remaining blood in the extracorporeal circuit was discarded resulting in ebl=250cc. There was no patient injury or need for medical intervention reported. This MDR is filed for blood loss only. The returned complaint sample was confirmed to have both tubing segments separated from the y connector. The technician involved is a new employee. Based on the information provided, it is believed that this new technician accidently reversed the arterial and venous bloodlines when rinsing back patient's blood, which would cause blood back up into the saline bag and excessive positive pressure which caused tubing segments to separate from the y connector.